Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the patient side cart (psc) battery box module for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the system displayed recurrent error code 824. The customer received phone assistance from the technical support engineer (tse) who reviewed the site¿s system logs and confirmed the error fault related to a low battery level. The user was advised to troubleshoot by power cycling the system; however, this did not resolve the issue. Additionally, it was observed that the battery indicator illuminated with a blinking red led after performing the power cycle. Following this, the procedure was converted to open surgery. There was no report of patient harm, adverse outcome or injury. An isi field service engineer (fse) was dispatched to the customer site. The reported event was reproduced and replacement of the patient side cart (psc) battery box module resolved the issue. The battery box provides backup power in the event of loss of ac power to the system. This provides enough power to safely undock from the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the psc battery box module involved with this complaint and completed the device evaluation. Failure analysis reproduced the reported issue. The returned part was functionally tested by installing into a pca system. During startup, the system displayed error code 824. Further testing found the batteries inside the battery box module were below the expected voltage specification.